Event description:
The hcp reported that the total device system was explanted due to infection. The date of the last pump refill was 2004. The date of onset of symptoms was 3 days later. The pt was experiencing redness and swelling. The location of the infection was the device pocket. It is unknown if a culture of the infection site was performed. The total device system was explanted, but the exact date of the explant is unknown. The pt has the following risk factors: diabetes; chronic infection, osteomyelitis; corticosteriod use; debilitated status. The pt was treated with both oral and IV antibiotics and the infection resolved.